Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the doctor inserted the balloon, it was noted that the balloon would not inflate properly. The catheter was pulled out from the patient's body and inflated, and the balloon burst. Therefore, the doctor judged the product to be defective. As a result, the doctor used a new catheter to complete treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon burst" during use is confirmed. Upon visual inspection, the balloon was found ruptured/torn. During the investigation, a non-teleflex 5ml luer-slip syringe was connected to the inflation lumen. The returned non-teleflex luer-slip syringe barrel is not controlled to prevent the syringe plunger to be pulled more than a desired volume. The maximum capacity of the balloon is 0.75cc and it should not be exceeded. The balloon rupture/damage was a potential result of over-inflation due to the use of a non-control stroke syringe. The root cause of the ruptured balloon is undetermined, but a potential cause is due to over-inflation. An in-service has been requested to reiterate the instructions for use, including the appropriate method for testing balloon integrity before use. The instructions for use state: "do not exceed the maximum inflation capacity of the balloon as indicated on the pigtail of the media injection lumen and in the separate instructions insert. Exceeding this volume will not appreciably increase the diameter of the balloon and will increase the possibility of balloon rupture." And "testing balloon integrity before use: fill the syringe with the amount of inflation medium recommended for the catheter being used. Warning: do not exceed the maximum inflation capacity of the balloon as indicated on the pigtail of the media injection lumen and in the separate instruction insert." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the doctor inserted the balloon, it was noted that the balloon would not inflate properly. The catheter was pulled out from the patient's body and inflated, and the balloon burst. Therefore, the doctor judged the product to be defective. As a result, the doctor used a new catheter to complete treatment. There was no report of patient complications, serious injury or death.